Event description:
Event description guidant received information that this pacemaker, which is on the hermetic sealing component advisory list, progressed from a gas gauge reading of 1/2 full to elective replacement indicated (eri) in a one month time period.